Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the insufflator¿s front panel led on abdominal pressure/flow rate had one bar indicator that was not working. It was not specified during what type of use the reported event occurred. There was no report of patient injury or medical intervention associated with this event.